Manufacturer narrative:
The device was not return for evaluation, but the customer provided information for device investigation and the customer¿s allegation was confirmed due to wear of the angle wire, bending angle in the up direction and the play of the up/down knob did not meet standard value. In addition to foreign material in the nozzle due to insufficient cleaning, the additional evaluation findings are as follows: adhesive on bending section cover had a chip, crack, and white-clouded area; objective lens had a crack; adhesive around objective lens had a white-clouded area and was peeled; adhesive around light guide (lg) lens had a white-clouded area; lg lens had a crack and scratch; plastic distal end cover had a dent; connecting tube had buckling, a scratch, coating peeling, and a wrinkle; protector of universal cord on suction connector side had a scratch; forceps channel port was shaved; scope cover plate had peeling; switch 1 had wear; indication on suction connector was peeled; and the electrical connector had corrosion due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6).

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had a bad angle. There was no patient harm associated with the event. The device was returned and evaluated, and there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Updated: updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material, however, it is possible that the foreign material remained in the nozzle due to a deviation from the IFU in the facility device cleaning/reprocessing. The event can be detected by following the instructions for use section below: 3.3 inspection of the endoscope. Reprocessing survey info: - device was cleaned, disinfected, and sterilized before being sent to olympus. - was there a delay in the start of pre-cleaning: no. - air/water nozzle was flushed with water and air: yes. - were there abnormalities in the accessories used for reprocessing: yes. - was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes. - did the customer flush the air/water nozzle / channel with the detergent solution: yes. Olympus will continue to monitor field performance for this device.